Event description:
It was reported that a revision surgery for the univers revers system was necessary. It was further reported that the customer indicated seeing wear on the liner component. No information provided by the customer. *** update dw 08-may-2024: further clarification was provided indicated that the revision surgery was not necessary due to the reported wear. The wear was noticed after the revision surgery was performed but the revision surgery itself is not associated to a product complaint but rather an opportunity to conduct further research. The devices that are revised are not associated to product complaints or failures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Update dw 08-may-2024: further clarification was provided indicated that the revision surgery was not necessary due to the reported wear. The wear was noticed after the revision surgery was performed but the revision surgery itself is not associated to a product complaint but rather an opportunity to conduct further research. The devices that are revised are not associated to product complaints or failures.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.